Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the rpt'd incident. The instrument was returned with a reload cartridge fully loaded with staples in the instrument. The instrument was fired with the returned cartridge and fired and formed staples as designed across the entire staple line. The incident that occurred during surgery could not be recreated. Mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve the products.

Event description:
It was reported the device was used during a gastric resection procedure. It was reported the surgeon fired the tl60 across the pylorus of the stomach. After the firing, the staple line was inspected and it was observed the staples did not form properly. The surgeon then handsewed the slump. There was no consequence to the pt.